Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the driving cap/threaded and radiolucent handle broke. The issue occurred when the surgeon was hitting the driving cap to insert the femoral nail and the tip of the driving cap broke off into the radiolucent handle. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.